Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump partially delivered bolus and customer administered the balance via manual injection. It was also reported that display screen was scratched and was difficult to see and battery longevity was short. Customer's blood glucose was unknown. Insulin pump would need to be replaced.